Event description:
Procedure type: lower anterior resection. According to he reporter: the device was inserted by the transanal route. Suturing was not to be done on either side. Malformed stapling occurred. The staples remained on the cartridge. No trace of knife run. The anvil was tilted. The surgeon had to resect more tissue than what was originally planned due to the prod problem. Another device was used to complete the procedure. No bleeding occurred. Nothing fell into the pt cavity. Operative time was extended more than 30 minutes.

Manufacturer narrative:
(B)(4).